Manufacturer narrative:
UDI is unknown. No information provided to date. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12? To 24? Under normal conditions of illumination. The samples have the tube not completely collapsed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Visual inspection: prior to packaging, a random sample of 32 units was taken from the manufacturing process, the units were visually inspected, in order to verify that the tube is completely collapsed. No discrepancies were found. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. The most probable root cause of the reported issue was that the production personnel did not detect the tube not completely collapsed. Actions were taken to mitigate the reported issue: a quality alert (qalert) was generated to ensure that operators can detect any tube that is not completely collapsed. Production personnel was trained on the qalert.

Event description:
It was reported that during a pre-use check, the customer noticed the corrugated tube was fully stretched. No patient injury was reported.